Event description:
A plate was implanted in the left foot. Plate reportedly broke in the august-september time frame. Broken plate was explanted, patient reportedly developed an infection of the left foot that led to the rejection of a substitute device and possible amputation.